Manufacturer narrative:
Investigation conclusion: it is indicated that the product is not returning for evaluation. As the patient was unable to provide a lot number, a manufacturing record review and testing on reserve sample from the same lot could not be performed. Further investigation is not possible at this time. However, internal CAPA-(B)(4) was initiated to address the late documentation of this event.

Event description:
The patient reported suffering from a medical condition that requires him to regularly take warfarin for 28 years. For approximately 26 years, the patient would have his inr tested once a month in a laboratory. The patient reported that during this time, his inr results remained fairly consistent, requiring very infrequent minor adjustments of his warfarin dosage. The patient began using the inratio inr system in 2013. In (B)(6) of 2016, the patient reported receiving an inratio inr result that was "exceedingly high." As a result of the high inr result, the patient reduced his warfarin dosage. On (B)(6) 2016, the patient suffered a transient ischemic attack (tia) while riding the subway. After returning home from the hospital, the patient began conducting comparisons between his inratio system and the laboratory at the hospital. The patient reported that the inratio inr results were consistently 0.4-0.6 higher than the results at the hospital laboratory. It was indicated that as a result of his tia, the patient is now at a higher risk for future ischemic attacks. Although requested, no additional information including inr results are available.